Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does not allege insulin pump was over delivering. Drive support cap was normal. The insulin pump will not be returned for analysis.